Manufacturer narrative:
An additional evaluation was performed and states the following: the examination of the manufacturer documents, technical drawing and raw-material inspection certificate showed that the chemical composition, microstructure and mechanical properties of correspond to the international standards and astm f67. The dimensions were found to be in compliance with the technical drawing of the producer and ao/asif specifications. The failure was due to double sided dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated implant had to absorb and neutralize forces for a large number of cycles. A failure resulting from either a material defect or the manufacturing process can be excluded.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly in a patient that was implanted with lcp one-third tube, 3.5 plate, and two 3.5mm locking screws on (B)(6) 2013 it was noted that a cancellous bone screw that was implanted (B)(6) 2011 broke post operatively. The broken fragment remained in the patients bone and was explanted (B)(6) 2013. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The device history record review reported the following: manufacturing documents were reviewed and no complaint related issues were found.